Event description:
The customer reported, the power supply (ac power module) for the device is making noise and not charging the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the power supply (ac power module) for the device is making noise and not charging the battery. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.